Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms responses to documentation/information requests have not been received as of the date of this medical investigation. Reportedly, the patient underwent revision approximately 3 days post implantation for a ¿instability after a fall¿ and an intraop finding of a small post fracture. However, without the requested documentation, the clinical root cause of the reported event could not be fully assessed nor concluded. The patient impact beyond the reported instability, fall, small post-fracture and revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to instability after the patient suffered a fall. The journey articular insert bcs std 5-6 15mm left was revised and explanted since during surgery it was discovered that the insert post had a small fracture. The patient outcome is unknown.